Event description:
It was reported by service report that the footboard lid was broken and there were sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard lid.